Event description:
A physician attempted an arteriotomy closure using the starclose device after an unknown procedure. The physician experienced a hard stuck device. When the physician removed the device from the patient, it appeared that a piece of the artery was also removed. Hemostasis was apparently achieved in surgery. We were not able to verify that surgery was performed. The patient is reportedly doing fine.

Manufacturer narrative:
Based on available information, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident.